Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral vein using a proglide after an interventional procedure using a 8.2fr sheath. Reportedly, after the suture was cut, the device could not be removed from the patient anatomy. After several attempts and opening / closing the foot numerous times, the device was removed. The sutures came out of the anatomy together with the device. No tissue damage occurred. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿device could not be removed from the patient anatomy¿ could not be replicated in a testing environment as it was based on operational circumstances. The reported ¿sutures came out of the anatomy together with the device¿ could not be tested/confirmed, based on the return condition of the device. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b5: describe event or problem.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a proglide after an interventional procedure using a 8.2fr sheath. Reportedly, after the suture was cut, the device could not be removed from the patient anatomy. After several attempts and opening / closing the foot numerous times, the device was removed. The sutures came out of the anatomy together with the device. No tissue damage occurred. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.